Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It reported that during a meniscal repair procedure, the tip of the scorpion needle (lot: 10034428) broke off into the patient's knee joint. The case was completed with the same needle. It wasn't noticed that the tip had broken off until a post-op x-ray was taken and the tip was seen in joint space. The surgeon is comfortable leaving the tip in the knee. Reporter had no additional information.

Event description:
It reported that during a meniscal repair procedure, the tip of the scorpion needle (lot: 10034428) broke off into the patient's knee joint. The case was completed with the same needle. It wasn't noticed that the tip had broken off until a post-op x-ray was taken and the tip was seen in joint space. The surgeon is comfortable leaving the tip in the knee. Reporter had no additional information.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The mating part (instrument) was not returned or identified. Confirmed the needle strip thickness and width dimensions to be within specification. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.